Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for ise indirect na, k, ci for gen.2 (sodium, potassium, chloride) on a cobas 8000 ise module (c8kise). Of the mentioned tests, the sample had an erroneous potassium result. The erroneous result was not reported outside of the laboratory. An aliquot of the sample processed on a modular pre-analytics system initially resulted as 7.4 mmol/l on the c8kise analyzer. The primary tube of the sample was directly loaded on the c8kise analyzer and repeated, resulting as 4.4 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The potassium electrode lot number and expiration date were asked for, but not provided. The field service engineer could not determine a cause. The system was in operation when he arrived at the site. The customer ran precision studies and these were within acceptable ranges.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. An issue with the modular pre-analytics system (mpa) could not be ruled out as a potential root cause. For information related to the mpa system, please refer to manufacturer report number 1823260-2018-00091-00.